Event description:
Report received from (B)(6) states: "the cutter stopped working during the procedure. Another pack was used to proceed. No pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The device has not been returned for eval. Report 3 of 3.